Event description:
Study patient experienced a "perforation" in 2006 as listed on the swift adverse event case report form. The investigator has noted that the stop date was the same day, the relation to device was "probable," the relation to the procedure was "probable," and the intensity as "mild." The action taken was an "interventional procedure" and the adverse event is documented as "resolved."

Manufacturer narrative:
Additional information: device not returned to manufacturer for evaluation. Suspected problem identified in results and conclusions.